Manufacturer narrative:
This report is submitted on september 11, 2020.

Event description:
Per the clinic, the patient experienced skin irritation at the abutment site, and was treated with topical antibiotics for one week in (B)(6) 2020 (specific date not reported). The implanted device remains.